Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as due to a skin bacterium. It was reported that the patient presented to the emergency room and was subsequently hospitalized for the event. The patient was treated with unspecified antibiotics for the event. At the time of this report, the patient is "better" now and the bags are clear for the last two weeks. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.